Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j245 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j245 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak, alarm #8: blood leak? (Photoactivation chamber), and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The complaint kit was not returned. A review of the photographs verify the photoactivation module leak as blood is seen leaking through a crack in the photoactivation module. An additional photograph shows the photoactivation chamber leak detector strip with fluid on it. A material trace of the photoactivation plates used to build lot j245 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. All photoactivation plates are inspected prior to packaging; therefore, it is unlikely the cracks to the photoactivation module were present at the time of manufacturing. The cause of the alarm #8: blood leak? (Photoactivation chamber) was most likely due to the leak in the photoactivation chamber. The reported alarm #7: blood leak? (Centrifuge chamber) could not be verified. The root cause of the photoactivation module leak was due to the cracks in the plate; however, the cause for the cracks could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #8: blood leak? (Photoactivation chamber) and alarm #7: blood leak? (Centrifuge chamber) alarm. The customer noticed a leak coming from the photoactivation plate during the photoactivation phase of the procedure. Inspection of the centrifuge chamber did not identify any leaks. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and would start a new ecp treatment with a new kit. The customer returned photographs for investigation.